Event description:
A bipap a30 was returned to a third-party service center for service. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. This is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additionally, during the evaluation a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the error code issues. No repair was performed. The device will be scrapped as per customer request. A final report is being submitted. If any additional information is received, a supplemental report will be filed.